Manufacturer narrative:
The complaint is confirmed for straight shots. The device was either dropped or suffered some similar trauma resulting in a broken tip which can cause straight constructs to be formed at activation.

Event description:
The device was returned for service due to a broken tip. At the evaluation of the device was confirmed to have a broken tip, causing it to form straight constructs.